Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. The sales rep reported an issue the device came apart post case. Per service manual operational and diagnostic, the device was found to be damaged; therefore, this complaint can be confirmed. The repair was declined; therefore, the device was not restored to the specifications. It is being placed into long term hold. With the available information, we cannot determine the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device lot number (1407016), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: method codes: upon complaint review, it was determined that a manufacturing record evaluation (mre) was inadvertently missed on the initial report. The mre was performed for the finished device [1407016] number, and determined that no non-conformances related to the reported complaint condition were identified. This field has been updated accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
As reported by the sales rep via phone, the wireless pedal came apart post shoulder repair case. The case was over so no delay or patient harm.